Event description:
According to the reporter: the doctor mistook the size of the devices, resulting in staple malformation. The customer stated that the size of devices was not clear to define. The staff used another device. There was no bleeding or tissue damage. Nothing fell into the patient cavity. The procedure was extended more than 30 minutes. There is no patient info available.

Manufacturer narrative:
(B) (4). (B) (4).